Event description:
Patient's dad came to find nurse and stated that the blanket was leaking. Nurse walked in and found water all over bed, blankets soaking wet and water pouring onto the floor. The pt was immediately removed from the wet linens, the machine was shut off, and the linens and maxi therm lite blanket replaced. This failure poses several potentially serious injuries: 1. Water could reach electrical equipment and cause an electric shock. 2. If parents had not been at the bedside, patient may have become hypothermic very quickly by lying in the cold water. 3. Anyone coming into room is at risk of falling due to the water on the floor. The patient's temperature rose slightly out of the parameters for current warming protocol. Patient was returned to required temperature per protocol once new equipment was acquired. Manufacturer's response was that these blankets and all blankets manufactured after them have undergone a new manufacturing process.